Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via medwatch. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Customer reported issues with three different sensors. All three sensor serial numbers are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported she "has been using freestyle libre sensor for over a year and starting with the last of three in her lot, she developed chemical burns, skin inflammation, itching and blisters underneath her sensor. She reports that she cannot wear it any more than three days and it's supposed to last 10 days." Customer additionally reported the area underneath the sensor is "just starting to heal". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.